Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the end user fell out off the power chair. He dealer states the end user was on the sidewalk about a block and half away from his home address, he stopped the power chair and when he attempted to go forward he fell back with the seat and allegedly hit his head on the sidewalk. The dealer states the seat separated from the base. No other information was available. Update from 02/23/2016 added by customer service: the dealer did not have further information about the incident. The dealer provided the end user's information. End user was contacted and he states he was going down the sidewalk and it was somewhat bumpy, but that the seat separated, his groceries were in his lap at the time, and he fell backwards and hit his head. End user states that he did go to a doctor and he had some bruises and that was the extent of the injuries. No further information was obtained.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken bolt on the bottom of the seat on the back left corner of the pivot plate. The cause of the bolt failure could not be determined. The complaint of the seat falling off the pivot plate could not be confirmed or refuted due to the missing hardware to mount the seat to the pivot plate. There was only one broken bolt in the bottom of the seat. All three other bolts and four washers were missing and not returned. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken bolt on the bottom of the seat on the back left corner of the pivot plate. The cause of the bolt failure could not be determined. The complaint of the seat falling off the pivot plate could not be confirmed or refuted due to the missing hardware to mount the seat to the pivot plate. There was only one broken bolt in the bottom of the seat. All three other bolts and four washers were missing and not returned. The dealer states the end user fell out off the power chair. He dealer states the end user was on the sidewalk about a block and half away from his home address, he stopped the power chair and when he attempted to go forward he fell back with the seat and allegedly hit his head on the sidewalk. The dealer states the seat separated from the base. No other information was available. Update from 02/23/2016 added by customer service: the dealer did not have further information about the incident. The dealer provided the end user's information. End user was contacted and he states he was going down the sidewalk and it was somewhat bumpy, but that the seat separated, his groceries were in his lap at the time, and he fell backwards and hit his head. End user states that he did go to a doctor and he had some bruises and that was the extent of the injuries. No further information was obtained.